Event description:
The lay user/reporter contacted lifescan (lfs) on april 17, 2007, and alleged that the meter was reading inaccurately high. The medical affairs specialist mailed a letter six days later, since the user could not be reached by telephone for further clarification. The lay user/reporter contacted lifescan (lfs) on the date of report, and alleged that the meter was reading inaccurately high. The pt had obtained a result of 177 mg/dl. The time of this result is not known. Some time later, he became 'angry.' The paramedics were called and when they arrived, they obtained a result of 26 mg/dl. The pt was treated with pepsi. The time frames of the events reported are not clear. The reporter had also stated that the pt went to the emergency room. It would have been helpful to know the dates and times of the events, when the pt's symptoms began, the results obtained prior to the events, and the pt's medication regimen. This complaint is being reported, as the pt allegedly obtained a high blood glucose result and soon after he became hypoglycemic and rec'd medical treatment. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.